Event description:
Additional information was received that the device was reprogrammed lv tip to right ventricular (rv), as impedance were stable when programmed in this configuration.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited an acute rise in pacing impedance measurement along with an increased in the threshold measurement. It was noted that a slight rise in the impedance measurement had started at the beginning of the year. Boston scientific technical services (ts) was consulted and discussed possible reasons and troubleshooting options with the physician. An email was sent to the local field representative in an attempt to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.